Manufacturer narrative:
Product complaint # (B)(4). Additional information received: patient affected by evolved diverticular disease, previously admitted to our general surgery ward in (B)(6) 2018 for: acute diverticulosis, was once more admitted to our ward and on (B)(6) 2019 underwent laparoscopic sigmoidectomy, for evolved diverticular disease in sigmoid colon. After a brief period of hospitalisation at our post-operative observation room, he was moved to the ward. The day after the operation (B)(6) 2019, at night the patient experienced acute pain, a significant increase of inflammation and proctorrhagia. Clinical presentation managed with antalgic therapy and antibiotic therapy. A CT scan of the abdomen with contrast medium was performed immediately and showed right parietocolic gutter effusion with expansion in pelvic excavation. Presence of small gaseous perihepatic areas in site of recent laparoscopic procedure. Simultaneous documentation of bilateral pleural effusion (more pronounced on left side). In view of the general clinical picture with haemodynamic stability, no fever, reduced inflammation after adjustment of antibiotic therapy (merrem and vancomycin), we decided not to run the gold standard exam on the patient to document any anastomotic dehiscence, such as lower gastrointestinal series with gastrographyn, so as not to stress colo-rectal reconstruction at such an early stage. On the seventh day, the patient was yet to have a regular bowel movement, inflammation and clinical condition stable. We carried out a contrastographic exam with hydrophilic solution (gastrographyn) on (B)(6) 2019, with a diagnosis of large anastomotic dehiscence. We immediately carried out an urgent review of surgical notes: the laparotomy documented extensive stercoraceous peritonitis. The abdominal cavity was thoroughly flushed with 17 litres of hot saline solution and a temporary colostomy was installed in the left iliac fossa, before the rectal stump was closed using a contour stapler. Post-operative recovery was favourable in the first few days, then the picture became stationary. The abdomen was found to be treatable but tympanic, with valid peristalsis and stoma canalisation. Series of abdomen cts documented pelvic collection later resolved with the retraction of drains, and sub-phrenic and splenic loggia collection in sccessive checks. Pleural effusion was treated by a series of thoracentises (culture positive for enterococcus faecium). Inflammation reduced over time without altogether disappearing, whereas administered therapy was adjusted based on over-the-phone consultation with infectologist colleague at the (B)(6) hospital. On (B)(6) 2019 enteric material emerged from right pelvic drain. Therefore it was decided that the patient should be moved to the critical care ward at (B)(6) hospital, to proceed with a re-examination of the abdominal cavity using "open treatment" (patient sedated and intubated, with periodic lavage of abdominal cavity). On the same day an exploratory relaparatomy was carried out on the patient: the endo-abdominal picture documented a visceral-adhesive peritonitis (incapsulate), with persistent solution in ileus probably due to likely decubitus of right pelvic drain. The aforementioned small intestinal loop was resectioned and a latero-lateral anastomosis was carried out with gia 55 under accurate viscerolisis (with inflamed and oedematous loops) and meticulous flushing of right sub-phrenic purulent collection. Over the next few days open treatment was administered with a series of lavages (every 48-72 hours) during which we documented and sutured continuous punctiform ileal solution, also probably caused by decubitus. On (B)(6) 2019 the endo-abdominal picture proved satisfactory for clearance, with oedematous ileal loops but vital and with peristalsis present, we decided to close the wall in layers, maintaining atraumatic (pen-rose) drains. The abdominal and general picture (sepsis) slowly improved. Stoma aligned for faecal production, the gradual removal of drains, with enteral nourishment well tolerated. Currently the patient presents discrete conditions of general health, is weak, the abdomen is treatable, peristalsis present, some rises in temperature, with reduced inflammation. Today they were moved to the general surgery division of (B)(6) to continue treatment. If this positive trend continues, a long period of rehabilitation will be necessary to restore muscle tone and consolidate the laparotomy wound. The clinical picture will need to be reassessed in view of future colo-rectal recanalisation. Further information received: "on date (B)(6) 2019, the patient gl was hospitalized at (B)(6) hospital, where he had a laparoscopic sigmoidectomy surgical procedure due to severe diverticulitis of the sigma from which he was suffering. Following the surgery, the patient suffered severe pain due to inflammation and proctorrhagia treated with antibiotics and painkillers. On (B)(6) 2019 the medical staff was informed by the pharmacy of the urgent withdrawal of lots of the curved intraluminal stapler jhonson & jhonson spa (circular stapler) as it was defective due to agraphes closure problems. After a specific check it was found that during that procedure the (B)(6) hospital had used the aforementioned curved intraluminal stapler jhonson & jhonson spa. On (B)(6) 2019 medical staff carried out a tac which revealed extensive free intra-abdominal effusion and on (B)(6) 2019 proceeded to a contrastographic examination which revealed anastomotic dehiscence with loss of abundant contrast in the pelvic area; for the increasingly critical health conditions of the patient, in the same day, laparotomic surgery was performed with resection and closure of the rectal stump, mobilization of the colonic stump and colostomy package. Given the continuous aggraviation of the patient's health conditions, he was transferred to the (B)(6) hospital where he underwent repeated and close surgical procedures (a total of 6) which, due to surgical stress, caused a frontoparietal subcortical cerebral ischemia right on (B)(6) 2019. The use of the defective stapler has undoubtedly caused the extensive free intra-abdominal effusion and therefore the severe stercoraceous peritonitis involving all intestinal viscera, causing very serious permanent sequelae to the patient who today is forced to undergo alternate days and for life to annoying intestinal lavages practiced by his wife. The serious patrimonial and non-patrimonial damages suffered by the patient and by his wife are therefore evident, whose compensation is asked for, also considering the significant and irremediable damage to the quality of life pre-existing to the damaging event due to suffering and the loss of the family peace of mind due to the need for continuous assistance and medication."

Manufacturer narrative:
(B)(4). Date sent: 05/20/2020. We were notified on 04/27/2020 that additional information is forthcoming. To date, we have not received this information. Once this information is received a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What was observed at the site of the anastomotic dehiscence upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was any tissue ischemia or necrosis identified? Has the colostomy been reversed or will it be reversed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent what were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can you further describe the subtotal dehiscence? How was the dehiscence identified? How was the dehiscence addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? Is the device being returned?

Event description:
It was reported that following a colon resection, there was a subtotal dehiscence of the rectal colic anastomosis recorded in the first day (acute pelvic pain with marked increase in pcr).